Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the numbers on the screen ramped up uncontrollably. The customer's blood glucose level was 386 mg/dl. Standard troubleshooting was performed. The customer stated she removed then reinserted the insulin pump's battery and received a failed battery test and a button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected failed battery test alarms, no unexpected button error alarms or ramping of numbers noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked lcd window, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.